Event description:
Pt was being fed using a pump one liter of an enteral solution was hung and the pump was set to deliver 75ml/hr. 450ml were delivered in 14.5 hrs. There was no illness, injury or medical intervention resulting from the event. One pt involved.